Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that battery of this implantable cardioverter defibrillator (ICD) was suspected for premature depletion. The device already triggered elective replacement indicator (eri) with battery voltage measurement of 2.70 volts. The charge time measurement was 25.9 seconds. No adverse patient effects were reported. The device will be explanted and will be returned. Additional information received that the device reached elective replacement indicator (eri) and was then explanted. A lead insulation defect was also detected. The lead was also explanted. No additional adverse patient effects were reported. The lead and the device were out of service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---

Event description:
---

Manufacturer narrative:
---